Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve operator to the 4 way valve sticking. Additional malfunction for this device was the power switch had no alarm.